Event description:
IV team called to assess PICC line. White lumen found with crack where portion of white leg meets white portion that needleless connector attaches to. This leg of the PICC(peripherally inserted central catheter) was clamped and betadine gauze was wrapped around the break. Md aware and advised to consult ir(interventional radiology) to coordinate with pt's already scheduled operating room procedure tomorrow.